Event description:
Patient presented to the physician with pain at ipg site. Upon examination, it was observed that the ipg had migrated medially within the pocket and was rubbing against the sternum, causing pain. Physician brought the patient into the or, removed the ipg, created a new chest pocket, placed and repositioned the ipg into the new pocket, sutured, and closed.